Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) and (B)(6) 2018. If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it remains implanted; therefore, the product testing could not be performed. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. The search in complaint history revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received from a patient who underwent implantation of a 22.5 diopter acb00 intraocular lens (iol). The implant was supposed to be only for distance vision; however, the patient can only see clear intermediate vision. Distance is 20/70 or worse. Patient asks was the wrong lens implanted. In follow-up it was learned the patient is post lasik and that¿s why a monofocal lens was recommended. Femto laser surgery went perfectly without issues. Post lasik 2 hours, visual acuity was 20/70 with pin hole refraction 20/30. To date there has been no change. 20/70 can be refracted to 20/15 for a glass lens. The patient states she has perfect intermediate vision and the lens is apparently centered correctly. The patient later reported she saw another doctor for another opinion and got a full explanation of the issue. There is no problem with the lens itself. The recent blurring the patient was experiencing was from cystoid macular edema and 20/70 vision from this lens was from wrong estimated refraction strength. Surgeon estimated vision within 1.d so results are not as good as expected as the patient ended up 1.5d and will need refraction enhancement in 3 months. Additionally, the patient stated the cystoid macular edema was causing her fogginess and full feeling in her eye as well as the wrong lens refraction which has never changed since surgery. The second doctor prescribed alternating drops every 4 hours, so 2 drops of each a day, one drop at a time. Ilevro 3% and prednisolone sodium phosphate 1%. I'm 2 days so far and my vision is getting clearer. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).